Event description:
The service repair tech (srt) reported that during routine testing of the device at the service center, no local display on the roller pump was evident while testing. There was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded.